Event description:
A customer contacted beckman coulter inc (bec) reporting a clear fluid leak coming from the probe at one (1) drop per cycle in manual mode on the coulter lh 500 instrument. The leak only occurs when instrument is running. The customer was wearing gloves when the leak was discovered. There was no biohazard exposure to mucous membranes or open wounds. No discrepant results were generated, however, a failure mode was identified which has the potential to cause discrepant results.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse replaced sample module and stated in communication that no leak was observed, but noted that probe may have been crooked. Failure mode is unknown; however, the cause of the event may have been attributed to a crooked probe. As per product labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).